Manufacturer narrative:
Correction to b5 and h6 based on additional information received. Thv/tvt registry. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edward lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors not provided may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was originally reported by the field clinical specialist (fcs), that post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the facility's valve clinic coordinator contacted the fcs via text message later that day stating the patient is on tissue plasminogen activator (tpa) now for cerebrovascular accident (cva). The tpa was started at onset of the patient's symptoms. Per report, the s3 valve had been deployed without incident. The tavr procedure was uneventful, the native aortic valve was easily crossed, and no balloon aortic valvuloplasty was performed. The thv landed 90:10 aortic/ventricular with no residual paravalvular leak and complete resolution of gradient. The percutaneous access site was effectively closed with manta, nd the patient was extubated and there was no indication of any complications. Per medical records review, the peak gradient across the aortic valve prior to the procedure was 94 mmhg by echo and 59 mm mean gradient. The patient had a 26 sapien s3 valve placed via right femoral artery. The post gradients and post echo valve looked excellent. There was no significant aortic insufficiency. Successful transaortic valve replacement and no gradient post-procedure. The patient tolerated the procedure well. Post procedural CT report of the brain without contrast showed a small area of acute infarction in the right temporal parietal region. CT angiogram of the neck and brain with contrast showed the neck was negative for hemodynamically significant stenosis, and the head was negative for a large vessel occlusion. CT cerebral perfusion with contrast showed a moderate-sized area of increased time to peak was seen in the right posterior frontal lobe and in parietal lobe within the right posterior mca territory. Finding is consistent with area of ischemic penumbra. No definitive infarct identified. Pod 1 CT report showed a recent right mca territory infarct, which was negative for hemorrhage. The patient was discharged home in stable and improved condition with home health.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the facility's valve clinic coordinator contacted the fcs via text message later that day stating the patient is on tissue plasminogen activator (tpa) now for cerebrovascular accident (cva). The tpa was started at onset of the patient's symptoms. Per report, the s3 valve had been deployed without incident. The tavr procedure was uneventful, the native aortic valve was easily crossed, and no balloon aortic valvuloplasty was performed. The thv landed 90:10 aortic/ventricular with no residual paravalvular leak and complete resolution of gradient. The percutaneous access site was effectively closed with manta, and the patient was extubated and there was no indication of any complications.